Event description:
It was reported that the customer had issues with the sensor. The customer's sensor and blood glucose level reading difference was about 100 points. A sensor did not stick to his/her body and fell off. His/her blood glucose level was 200 mg/dl. The insulin pump in the morning made a constant beep. When he/she pressed the buttons the insulin pump did not do anything. He/she was about to deliver a bolus, when he/she noticed the insulin pump had a blank display. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.